Manufacturer narrative:
Concomitant medical products: 694758 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine implantable cardioverter defibrillator (ICD) upgrade procedure, it was noted that the right at rial (ra) lead could not capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.